Manufacturer narrative:
The returned device has been evaluated. The device return date . This supplemental report is being submitted to provide this information. The device showed elements of wear and tear. Observations for the device are: water leakage from scope cover; damage to scope body; distal end cover (c-cover) insulation is less than standard; light guide rod lens has two cracks; charge couple device (ccd) lens is chipped and scratched; ccd lens and distal end lens glue is worn out; distal end rubber coating (a-rubber) glue is separated; switch key /top 1 has cuts; universal cord has buckles; plug unit has damaged housing; up/down and right/left knobs have play and reduced angulation; distal end is worn; and biopsy channel has wear and tear. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Correction to h6 coding "investigation findings" and "investigation conclusions" of the first supplemental report, please see h6 for further detail. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - flushing or suctioning was not performed at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in user reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Precleaning steps are recorded in "precleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned but the evaluation is not yet begun. Supplemental report(s) will be submitted when any relevant new information is available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target levels established by the french regulation of (B)(6) 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. Customer provided information of their reprocessing method. Information on pre-cleaning is not provided. During manual cleaning brushing is performed for the suction channel, suction cylinder, suction piston, instrument channel port, and distal/areas around the elevator. Detergent used is anioxyme x3. Brush kit used is asept inmed 201790. Information on disinfectant is not provided. Automatic endoscopy reprocessor (aer) device is soluscope series 4. Detergent used with it is soluscope cln and disinfectant used is soluscope paa. The device is stored vertically in a dsc 8000 drying storage cabinet. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold for suction and biopsy channels. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Per customer hygiene microbiological investigation (hmi) sampling taken, the microbial results obtained on (B)(6) 2022, for suction and biopsy channels are as follows: total revivable flora: greater than 250 cfu/endoscope microorganisms identified: pseudomonas aeruginosa and klebsiella pneumoniae conclusion: major nonconformity in the device due to presence of known pathogens or bacteria. Count of non-pathogenic bacteria is above action level per the french regulations establish on (B)(6) 2016.